Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive during a supply change, remaining locked on the fill tubing screen with the ¿press and hold¿ control greyed out and nonfunctional, consistent with a hardware screen/touch interface malfunction; the user could access limited functions when locked but not when unlocked, and attempts to restart and recalibrate did not resolve the issue, so a replacement was provided. Symptoms included hyperglycemia with a reported blood glucose of 266 mg/dl for approximately one hour, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary elevated glucose and interruption of reliable insulin delivery and meal announcements until the device was replaced. Investigation included complaint handling and troubleshooting guidance, review of user-provided screen imagery, and arrangement for device return and replacement. Investigation of this device revealed the device was received with an empty battery and entered the "charge ilet now" screen when placed on a charge pad. After gaining enough charge, the device powered on and was able to fill to 165 units and rewind without issue. The fill tubing operation was repeated two more times to verify the menus were not freezing. Based on the patient description, it is likely a software bug similar to previous investigated complaints. As such, the log files will be forwarded to the software development team for further investigation. Due to the user being unable to enter the "restart ilet" menu the bug was unable to be resolved by the user. The drained battery forced a restart on the device which resolved the issue at device return.